Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b3, b5, d10, and h11. B5: upon follow up information, it was further reported three (3) pumps were in use on one patient. The patient reportedly was receiving levophed, dobutamine, vasopressin and IV fluids on the novum pumps. It was not reported which pump was running which medicated solution or which pump under-infused. Additionally, the clinical engineering department of the reporting facility evaluated the pumps onsite and ¿no issues were identified with the three pumps involved.¿ this compliant is for device three (3). H11: should additional relevant information become available, a supplemental report will be submitted. Please refer to complaint 1416980-2025-02472 for the adverse event details along with complaint 1416980-2025-02469 for device number 3.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing by running a short, simulated therapy of 25ml at 25ml/hour and performed according to product specifications. The event history was reviewed, and the reported infusion was confirmed. The reported drug ¿fluid¿ was identified in the logs as a primary infusion. On the date of the event, the infusion ran at 999ml/hour with a volume to be infused of 1000ml. No downstream occlusion alarms. No air in line alarms occurred. No motor stall alerts were identified. Standby alarms were not identified on or around this infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.